Event description:
The pulley system on the intuitive surgical, davinci megasuture cut endowrist broke during a surgical intervention. An identical unit was opened and utilized to finish the procedure. Reason for use: laparoscopic robotic total hysterectomy, bso, cysto, loa.